Event description:
During an atrial fibrillation(af) ablation procedure, a guideright 032 guidewire was used alongwith a swartz slo sheath and an amplatz super stiff guidewire. The guidewire was reportedly blocked during introduction, resulting in a perforation of the iliac section of the inferior vena cava. The physician suspects that guideright 032 guidewire may have contributed to the perforation. An abdominal scan was performed, which confirmed the perforation of the iliac section of the inferior vena cava.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The guideright instructions for use (IFU) cautions not to attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine the cause of resistance. If the cause of resistance cannot be determined, withdraw the guidewire and catheter as a unit.